Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance turning on their carbohydrate settings. Customer had elevated blood glucose levels (260 mg/dl). Tandem technical support guided the customer through adjusting their carbohydrate setting. Customer delivered a bolus to stabilize blood glucose levels.